Event description:
During a rotator cuff repair, it was reported that three twinfix anchors broke in half in the same case. The lot numbers were all the same. The broken pieces were removed from the patient with a grasper. Back up devices were available for completion of the procedure. No patient injury was reported.

Manufacturer narrative:
The device has not been received for analysis. (B)(4).

Manufacturer narrative:
(B)(4) used and (B)(4) sterile devices were returned for evaluation. The used device exhibited a break at the distal end of the anchor consistent with contact with hard bone. Two of the sterile devices were tested per (B)(4), twinfix ultra ha suture anchor verification. Anchors were tested in 30 pcf bone block, simulating the worst case bone for rotator cuff repairs. The anchor was inserted per the IFU, drilling a pilot hole and then using the appropriate dilator on that same hole. Both anchors passed the acceptance criteria. No patient bone quality information was provided. Based on the evidence provided and the subsequent testing, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).